Event description:
Caller alleging discrepant inratio value. (B)(6) 2014: inratio: 1.6, lab: 2.0. Time between testing 15 minutes. Patient's therapeutic range 2-3.

Manufacturer narrative:
It's indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing was performed on inratio strips during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.